Event description:
During an emergency support program call, the customer reported a single gas loss alarm on cardiosave intra-aortic balloon pump (iabp) during therapy.assessment confirmed no blood, discoloration, or abnormalities in the helium tubing, and the alarm resolved after use of the iab fill function. The patient was reported to be coughing frequently, which was considered the most likely contributing factor; no patient harm, injury, or device malfunction was identified.

Manufacturer narrative:
A gas gain or loss in the iab circuit takes place when a gas gain or gas loss has been detected in the iab circuit respectively. When a cumulative shuttle gas gain or loss exceeds 5 cc relative to the last autofill volume, the alarm activates when iab inflation period is greater than or equal to 80 msec and deflation period is greater than or equal to 250 msec. In cases with no confirmed presence of leaks in iab, iabp issues, loose catheter connections, catheter occlusions or restrictions, or it is confirmed the patient is experiencing conditions such as febrile or tachycardic, the alarms can be mitigated by performing a manual iab fill. When gas gain or loss alarms are not attributed to the above conditions, the most probable cause is anticipated procedural complications stemming from the patient underlying clinical and or anatomical condition. Ab fill key: the fill key is a pump function. When pressed for 2 seconds it will initiate an autofill process. This function will purge and replace the shuttle gas iab and extension catheter with pure helium and re calibrate the fiber optic iab if appropriate. This function is used in conjunction with the gas gain in iab circuit and gas loss in iab circuit alarms to restore pump functionality. Contraindications per IFU: severe aortic insufficiency, aneurysm, advanced calcific disease, significant vascular disease, severe obesity or groin scarring avoid sheathless insertion. Risk and labeling: failure mode not pressing fill key documented in ufmea. IFU provides troubleshooting steps for gas gain or loss alarms. Complaint handling DHR review required when: serious injury or death, confirmed manufacturing defect, or regulatory requirement for example germany, singapore. Current status: no iab or iabp malfunction, risk within profile, no CAPA or escalation needed. If alarms not linked to above causes then likely due to patient clinical or anatomical condition.